Event description:
It was reported that during a rotator cuff repair, 3.8 mm tapper, after the anchor was implanted, it pulled out. A backup device was utilized to complete the procedure.

Manufacturer narrative:
One 72202901 footprint ultra pk 4.5 mm suture anchor returned. The device is used. It is two years old. The complaint reads ¿after the anchor was implanted, it pulled out¿. The device was returned intact. The stay suture and threader were returned disheveled, but mounted to the device. The anchor was attached with #2 suture and stay suture. There is no obvious damage observed for this device. A functional evaluation was performed and the torque limiter functioned as intended. Proper audible click is heard with rotation and inner rod advancement. The patient was indicated to have osteoporosis. IFU includes contraindications which lists: ¿physical conditions which would eliminate, or tend to eliminate, adequate anchor support or retard healing¿. This would include the compromised bone density from osteoporosis. It is the surgeon¿s responsibility to be familiar with the device and its capabilities as well as its limitations. No root cause related to the manufacturing of this device can be confirmed. No further investigation warranted.